Manufacturer narrative:
While performing a review of file (B)(4), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 9617604-2024-00076 is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: lot number, expiration date, and h4: manufacturer date are unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited an occlusion alarm while using a 21-7394-24 cadd administration set. No patient injury was reported.